Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sporadic far field r-wave (ffrw) was observed on the right atrial (ra) lead. It was also noted that inappropriate mode switch was triggered and the ra pacing was competing with sinus rhythm in exercise. Reprogramming is planned. Implantable pulse generator (ipg) and ra lead remains in use. No patient complications have been reported as a result of this event.